Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events. Although a specific cause could not be determined through this evaluation, the account reported that the low flow alarms were due to outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this investigation. Furthermore, a specific cause for the reported obstruction could not be determined. The submitted log files contained multiple low flow alarms when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log file, and the system appeared to function as intended. It was reported that the patient had been experiencing multiple low flow alarms and the cause was outflow graft obstruction. It was reported that the patient was continuously symptomatic whether there were low flow alarms or not. A computed tomography (CT) scan was performed. It was reported that the alarms resolved after left heart catheterization (lhc). It was reportedly unable to be determined if the events were device related. The patient is currently stable and undergoing diuresis. Multiple requests for additional information were sent to the customer however, no response has been received at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The most recent revision of the heartmate 3 lvas instructions for use (IFU). The system monitor section describes the pump flow display ((B)(6) through (B)(6)) and the hazard alarms ((B)(6) and (B)(6)). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm ((B)(6) and (B)(6)). Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled "patient care and management" contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section entitled 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been experiencing low flow alarms. A log file review was requested. The event log captured numerous low flow events over the course of the log file. Also at times in the log it was noted that the calculated flow was at the 2.5 lpm threshold but was not sustained long enough to trigger the audible alarms. Patient was continuously symptomatic whether there was low flow or not. The vad team plans to do a CT scan. Patient was symptomatic and will be going under diuresis. A second log file review was requested. The event log only captured approximately 4 hours of data and several pi events were noted but no unusual events were seen. It was reported that the patient had obstruction which was the cause of the low flow alarms. The alarms resolved, after lhc (left heart catheterization). The site was unable to determine if the device operated as expected. The patient is still being evaluated. Patient is stable and was treated with lhc and is undergoing diuresis.

Event description:
Additional information reported that the patient was hospitalized with dyspnea, low-flow alarms, subtherapeutic inr (1.4) and elevated ldh (534 units/ml). Lvad log files showed gradual increase in power and decrease in flow over the previous 3 weeks. Transthoracic echocardiogram (tte) showed aortic valve (av) opening with every beat and right heart catheterization (rhc) showed elevated biventricular filling pressures with abnormal ramp study. Given the high index of suspicion for outflow graft occlusion (ogo) and acute kidney injury (aki), cta was not performed as part of the initial evaluation and primary invasive ¿graftography¿ revealed a long filling defect in the og along the area of the bend relief (br). After pre-closure and upsizing of the access site, percutaneous repair was performed. Delivery of a covered eight zig cp stent failed due to severe stenosis of the area. Placement of a stent was performed successfully with excellent result. Lvad flows immediately increased from 2.5 to 4.5 lpm. Follow-up tte showed a decompressed lv and av closed in every beat. The patient was discharged and maintained on aspirin and warfarin.

Manufacturer narrative:
Section b5: additional information was previously reported under manufacturer report number 2916596-2019-04412. Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events. Although a specific cause could not be determined through this evaluation, the account reported that the low flow alarms were due to outflow graft obstruction. The reported outflow graft obstruction, renal failure, elevated ldh, and dyspnea could not be confirmed through this investigation. The submitted log files contained multiple low flow alarms when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log file, and the system appeared to function as intended. It was reported that the patient had been experiencing multiple low flow alarms and the cause was outflow graft obstruction. It was reported that the patient was continuously symptomatic whether there were low flow alarms or not. A "graftography" was performed and revealed a long filling defect in the outflow graft along the area of the bend relief. It was reported that the alarms resolved after left heart catheterization (lhc). A stent was placed in the graft and flows immediately increased from 2.5lpm to 4.5lpm. A follow-up tte showed a decompressed lv and the av closed on every beat. The patient was discharged on aspirin and warfarin. Multiple requests for additional information were sent to the customer however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU), rev. C, lists renal dysfunction and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled "patient care and management" contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section entitled 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flows were due to outflow graft obstruction.